Event description:
Approx. 1/4 inch of an angiocath was sheared off during placement in the pt's left hand. The induction of anesthesia was uneventful, but a second IV was placed at the induction. The first catheter was removed and noted to be sheared off. X-rays showed the retained catheter to be present in the subcutaneous tissue. The surgeons made a small incision over the vein and removed the catheter tip.